Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by technical support and no issues were identified. Reportedly, the customer experienced an elevated blood glucose (bg) level of "high". The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and ketones. Customer was discharged the same day, (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.